Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was emitting tones as it had exhibited a low out of range pacing impedance measurement of less than 200 ohms on the right atrial channel. All other measurements were within acceptable range. The ICD was reprogrammed and remains in service. No adverse patient effects were reported.